Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and trusteel infusion set for over 2 days on the pump. Tandem customer technical support informed customer that the cartridge and trusteel infusion set is indicated for use with the pump for 2 days. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was 600 mg/dl. Elevated bg was addressed by a manual insulin injection.